Event description:
It was reported that the light source had a failure that paralyzed the unit. There were no reports of patient harm.

Manufacturer narrative:
E1 name : (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found no image due to a printed circuit board failure, adhesion of foreign matter to the video connector socket terminal, and corrosion. Based on the results of the investigation, it is likely that the following led to the malfunction: exposure of the device to moisture led to corrosion which prevented image data transmission and display. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found before a diagnostic upper and lower endoscopy, which was completed after a 10-15 minute delay.